Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was still alarming a power error detected. They had previously called to report the issue. They had already performed troubleshooting. They had switched the batteries but the error recurred. The customer¿s blood glucose level was 160 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime test, seating test and basic occlusion test. Sleep current measurement and active current measurement within specifications. Low battery alarm confirmed in the format history file and then power management parameters graph confirmed power error 25 alarm was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector on electrical board, pump was monitored and functioned properly. It was received with cracked retainer, minor scratched display window and scratched case.